Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased threshold and decreased shock impedance measurements due to microdislodgement. No adverse patient effects were reported. The lead remains in service. No intervention will be performed and patient will be monitored.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.